Manufacturer narrative:
The reported event of externalized conductors was confirmed. As received, a complete lead was returned in two portions. Analysis found one internal insulation abrasions breaching the ring electrode/right ventricular lumen at 12.7-18.1 cm from the distal tip.additional information: d10, h2, h3, h6

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled generator change. Upon review, it was discovered that the right ventricular lead exhibited externalized conductors. The procedure was rescheduled and on 19 oct 2020 the lead was explanted and replaced. The patient was in stable condition.